Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The product is no longer available and is not expected to be returned. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was a complaint of questionable inr results for one patient tested with 2 coaguchek in range meters with serial numbers (B)(4) (patient's meter) and (B)(4) compared to a laboratory test with stago reagent. The result from the patient¿s meter was 2.2 inr. The result from a different in range meter was 2.7 inr. A different finger was used for each test. The result from the laboratory was 2.0 inr. The timing between the meter tests was 10 minutes; there was a 1-hour difference with the laboratory test. The patient¿s anticoagulant medication was adjusted due to the results; no medical treatment was necessary. The patient¿s therapeutic range is 2.5 - 3.5 inr and tests every 3 months. The patient¿s test strips were lot 48198415 and the expiration date was requested but not provided. The test strips used with the different in range meter were lot 53666821 and the expiration date was requested but not provided.